Event description:
It was reported the high flow insufflation unit was not achieving flow. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found the following: manifold unit was cracked so the pressure control does not satisfy the standard when the space mode is "small & normal". Based on the results of the investigation, the most likely cause of the reported malfunctions was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.